Manufacturer narrative:
One device was returned for repair. Device had no previous service history. Power up test of device showed an error code 46510, confirming primary complaint. Replaced printed wire assembly (pwa) board, battery springs, foam, pogo contacts, optic sensor, bracket, keypad and labels. Updated software. Calibrated downstream occlusion sensor. Device passed functional testing after repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a red screen with error code 46510. The event occurred during testing, there was no patient involvement.